Event description:
Customer reported on bravo capsule that detached from the pt's esophagus and fell off into the pt stomach before predetermined time specified in the manual (24 hr - 48 hr) for bravo procedure. The pt was not injured following the procedure.